Event description:
The customer reports that while the ventilator was connected to a patient, it made a knocking sound, autocycled and displayed low tidal volumes. A technical error indicating a failure of internal voltage supply to values was also displayed.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care ab. Marquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.